Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced low blood glucose after insulin pump stopped working and display went blank. Customer's blood glucose at the time of incident was 2.7 mmol/l. Customer's current blood glucose was 2.7 mmol/l. The customer did not experience any symptoms such as a result of low blood glucose. The customer was treated with food. Troubleshooting was done for low blood glucose and over delivery. Auto mode feature was unknown during the time of event. Customer stated battery cap was neither missing nor damaged. The insulin pump will not be returned for analysis.